Manufacturer narrative:
Complaint ill defined - coded for light - headed. Should be not returned to manufacturer - it should not be no, as the device was not returned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after feeling light-headed. On telemetry oversensing was observed on the right ventricular (rv) lead and was tested. The lead exhibited high impedance which was measured with an analyzer at 1500 ohms and noise was observed on the sensing channel of the pacing analyzer. The lead was capped and replaced on (B)(6) 2018.the patient was stable.